Manufacturer narrative:
Additional information: date of occurrence and date of (implant) surgery estimated based on the information provided. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Iritis and malpositioned stent are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. (B)(4).

Event description:
It was reported that during a cataract plus trabecular micro bypass stent system procedure, the surgeon implanted one (1) of the two (2) stents in the scleral spur- at the level of the ciliary body band without contact with the iris. Per report, the patient has had persistent iritis refractory to steroid drops. In addition, the patient had cursory iritis work up with negative result; however, the patient has not been formally evaluated by rheumatologist. The surgeon considered removing the stent. The surgeon conferred with glaukos medical monitor who recommended stent removal as the best treatment option due persistent iritis. Additional information has been requested.